Event description:
The patient reported that their implantable cardioverter defibrillator (ICD) was "sticking out" and causing pain. The physician went in and repositioned the device behind a muscle and it remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant medical products: 5076 implantable pacing lead, (B)(6) 2011; 39565 pain stim lead, (B)(6) 2013; 37714 pain stim implantable pulse generator (ipg), (B)(6) 2013; 37754 neuro recharger, 37746 neuro programmer. (B)(4).